Manufacturer narrative:
An event regarding size/fit issue involving a scorpio insert was reported. The event was not confirmed. Method & results: -device evaluation and results: although the product was not returned, a picture of the insert was provided. The picture was reviewed but no significant observation relating to the current investigation could be derived from it. -medical records received and evaluation: no medical records were received for review with a clinical consultant. -device history review: all devices in the reported lot were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the reported lot. Conclusions: the event could not be confirmed nor the root cause determined as the device was not returned for evaluation. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Scorpio knee surgery: insert tibial 7x12mm ps: when trying to place it and hit it; insert not entered to the tibial tray. Wire was outside of its original position, and not allowed to "fall" in the tibial tray so we had to put another insert less thick.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Scorpio knee surgery: insert tibial 7x12mm ps. When trying to place it and hit it; insert not entered to the tibial tray. Wire was outside of its original position, and not allowed to "fall" in the tibial tray so we had to put another insert less thick.

Manufacturer narrative:
The device was returned for evaluation. An event regarding size/fit issue involving a scorpio insert was reported. The event was confirmed. Device evaluation and results: a visual inspection of the returned device noted that the wire is slightly out of its original place. A review of the returned product with a material analysis engineer indicated "deformation observed anterior surface of insert, likely allowing the wire to separate from the insert." Medical records received and evaluation: no medical records were received for review with a clinical consultant. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusions: a visual inspection of the returned device noted that the wire is slightly out of its original place. Further review of the returned product with a material analysis engineer indicated that deformation was observed on the anterior surface of insert, likely allowing the wire to separate from the insert. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Scorpio knee surgery: insert tibial 7x12mm ps. When trying to place it and hit it; insert not entered to the tibial tray. Wire was outside of its original position, and not allowed to "fall" in the tibial tray so we had to put another insert less thick. Update: opened the implant when trying to place it in the tibial plate did not enter, so check it and note that the wire is slightly out, derived from this open another insert and place it without biggest problem.